Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an (B)(6) year old male patient had a capsular tear in his right eye that was not product related during the implantation of an intraocular lens, model zct450. A vitrectomy was performed, along with an incision enlargement. The lens was removed and another lens was used as a replacement. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection of the return sample showed no anomalies. The complaint could not be confirmed. A manufacturing record review was performed; no associated deviation or non-conformity report (ncr) was generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.